Manufacturer narrative:
Claim #: (B)(4).

Manufacturer narrative:
Corrected data: the surgeon notes that after the dilation, "the optic part of the lens in the inferior segment is a bit protrusive". Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -5.5/+5.5/082 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon noted refractive surprise and states "in spite of normal vault post-op data" he believes the current lens is larger than needed. The surgeon notes the optic part of the lens in the inferiror sigment is "a bit obtrusive." No additional information available at the time of MDR submission.